Manufacturer narrative:
(B)(4). Date sent: 09/01/2025. D4: batch #484d31. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a tyvek, and with a reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon flex vascular 35mm - powered is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 484d31, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an eras vats right upper lobectomy procedure, the pvs stapler was opened to transect the superior pulmonary vein. Upon the first firing of the pvs, they experienced bleeding from the vein and it appeared that no staples were properly formed on the specimen side of the staple line. Luckily staples were intact on the stump of the vein. They said that no staples were formed toward the proximal end of the stapler on side of the staple line. They managed to use clips and get the bleeding under control. Changed to a new stapler to complete the procedure with a delay of 15 minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/15/2025 b3: only event day and year known: 31, 2025 d4: batch #unk additional information was requested, and the following was obtained: - the event occurred during an eras vats right upper lobectomy procedure . After having an issue with the pvs stapler earlier on in this case, he opened the 3000 stapler and began firing on the parenchyma of the lung. The tissue firing on appeared to be slightly thick. The nurse loaded the stapler and a blue reload was used for the first firing. Firing speed appeared normal and a full bite of lung parenchyma was taken. After opening the jaws, we noticed that the middle of the staple line was oozing. The surgeon used a clip to control this but was concerned about a potential leak. The surgeon then fired 3 subsequent blue loads with the same stapler that was successful. No adverse events occurred and the stapler was thrown out in error by the team. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a97l7k, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.